Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ also, per tandem¿s t:slim g4 user guide: ¿¿do not use any other insulin with your system other than u-100 humalog® or novolog®." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood (bg) level of 309 mg/dl. The user addressed bg level by going on a stationary bike and delivering a correction bolus via the pump. During troubleshooting with tandem's technical support, the user confirmed a loose luer lock connection. Recommendation was made for the user to secure the luer lock connection. Additionally, it was reported that the user was using u-500 insulin.